Event description:
Edwards received notification that during a routine inspection in the operating room a packaging nonconformity was found for this inspiris resilia valve model 11500a21. As reported, the sealed part inside the sterile packaging was not sealed and there was a breach to the sterile barrier. The device was destroyed and a new one was successfully used in replacement.

Manufacturer narrative:
No product or images were provided for evaluation. It was, however, reported that the outer packaging was in good condition. A device history record review was performed and no relevant nonconformance were identified. Based on the available information, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.